Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance and reached an out-of-range value. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.